Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the multi-link vision coronary stent systems instructions for use, states: note the product use by date specified on the package. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. The procedure was performed successfully without issue; however, post-deployment of the 2.0 x 23 mm mini vision it was observed that the device was used after its expiration date. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.